Event description:
It was reported that the 9800 sys made a popping noise during fluoro. It was also noted that the video connector on the back of the workstation is broken. Procedure was completed. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported popping noise could not be duplicated. However, adjusted the drive pulse dead time and performed a filament calibration. The video cable on the back of the workstation was replaced. The sys was tested and found to be working as intended and placed back into svc.